Manufacturer narrative:
Updated fields - b3, b4, d9, e1 initial reporter name and event site email, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5, h6 health clinical and impact code. Getinge field service engineer (fse) was dispatched to evaluate the unit. Customer biomed reported device was staying on ECG external setting. Evaluated device with end user who advised device was displaying ¿cable not connected¿ and unit was not transitioning from external trigger source to lead trigger source. Reported issue was duplicated with end user utilizing patient simulator. Determined pumping was indicated in auto mode utilizing external trigger source and unit was inadvertently switched to semi-auto mode where the trigger source remained on ECG external. Advised end user in semi-auto mode, the ECG source would have to be manually changed from external to leads if desired. Continued to evaluate device and allowed unit to remain connected to patient simulator on ECG external trigger setting pumping at 80bpm for approximately 30 minutes without any alarms or abnormal function occurring. Confirmed device triggered properly in all modes with all available sources. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. Reported issue was user related. End user was unaware that when switching from auto to semi-auto mode with ECG trigger, the ECG lead source needed to be manually selected for the device to trigger.

Event description:
It was reported that during patient use the cs100 intra-aortic balloon pump (iabp) was staying on ECG external setting and unit was not transitioning from external trigger source to lead trigger source. No harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) console was staying on ECG, ext setting after pm even though it should automatically clear.